Manufacturer narrative:
Product technical complaint (ptc) investigation result was provided on 10-sep-2015. The ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, pelvic inflammatory disease and rheumatoid arthritis. These events are serious due medical importance and required intervention and listed in the reference safety information for essure, except rheumatoid arthritis which is unlisted. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer had extreme pelvic pain and other non-serious events one year after insertion. 5 years later, pelvic inflammatory disease (pid) was diagnosed and essure was then removed via hysterectomy. She felt better for three months. Then, she was sick again and rheumatoid arthritis was discovered. Given its nature and positive temporal relationship, causality between pelvic pain and essure use cannot be excluded. Although essure micro-insert may become a vehicle for microbial transport in the upper genital tract during insertion, this mostly occurs in the first weeks following placement. Since pid was diagnosed 6 years after insertion, causal relationship with suspect insert is very unlikely. In addition, considering essure's local action in fallopian tubes and negative temporal relationship, rheumatoid arthritis is assessed as unrelated to essure use. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was reported essure removal was required (via partial hysterectomy) and therefore this case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This spontaneous case report from a consumer in united states was identified on (B)(6) 2013 on an internet website of a tv station. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced migraines, severe back pain, and pelvic pain. Follow-up information received on 11-aug-2015: this case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (FDA-2014-(B)(4) and FDA-2014-(B)(4)). Case is now considered incident. On (B)(6) 2007, essure was permanently implanted. A year later, consumer had all kinds of complications and horrible side effects, from heavy periods, missed periods, debilitating migraines, anxiety, depression, panic attacks, excessive bloating, painful intercourse to back pain and extreme pelvic pain. She also experienced with essure joint pain and muscle pain. In 2013 she was diagnosed with endometriosis and pid (pelvic inflammatory disease), had many testing done from pelvic ultra sounds in the ER (emergency room) as well as ordered from her physician. She was then told the best solution was a partial hysterectomy leaving maybe one or two ovaries. On (B)(6) 2013, hysterectomy was performed and essure was removed and final diagnose was endometriosis and pelvic congestion syndrome. She was left with only one ovary. After removal, she felt better for about 3 months. Then she felt sick all over again and more tests were performed and she was diagnosed with rheumatoid arthritis, fibromyalgia and raynauds syndrome. She continued with back, muscle and joint pain and received medication. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, pelvic inflammatory disease and rheumatoid arthritis. These events are serious due medical importance and required intervention and listed in the reference safety information for essure, except rheumatoid arthritis which is unlisted. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer had extreme pelvic pain and other non-serious events one year after insertion. Five years later, pelvic inflammatory disease (pid) was diagnosed and essure was then removed via hysterectomy. She felt better for three months. Then, she was sick again and rheumatoid arthritis was discovered. Given its nature and positive temporal relationship, causality between pelvic pain and essure use cannot be excluded. Although essure micro-insert may become a vehicle for microbial transport in the upper genital tract during insertion, this mostly occurs in the first weeks following placement. Since pid was diagnosed 6 years after insertion, causal relationship with suspect insert is very unlikely. In addition, considering essure's local action in fallopian tubes and negative temporal relationship, rheumatoid arthritis is assessed as unrelated to essure use. Previously this case was regarded as non-incident. Upon receipt of follow up information, it was reported essure removal was required (via partial hysterectomy) and therefore this case was upgraded to incident. No further information is expected.